Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor failed the operation test. The rse evaluated the device remotely and determined that this was multiple components failure however this model reached end of life/service. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin.